Event description:
Additional patient or event information has not been received since the last report was submitted on 03sep2019.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one opened package containing a universa firm stent for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device confirmed the stent and positioner, only, were received. The tether of the stent was missing. The proximal coil was torn starting at the first sideport. A review of the device history record found no non-conformances related to the reported failure mode. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: cautions: tether should be removed if stent is to remain indwelling longer than 14 days. The stent was returned torn in same location as the tether was originally attached. The stent was returned without a tether. The complaint was confirmed based on customer testimony and analysis of the returned device. Cook has not established the cause of the complaint. It is possible the technique used to remove the tether contributed to the complaint. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: k161236. A follow up report will be submitted should additional relevant information become available.

Event description:
It was observed prior to opening the package for a universa firm ureteral stent set, that the product was damaged. It was observed that the stent had a "slit around the j curl". Another similar device was used to completed the procedure. No adverse events have been reported as a result of the alleged malfunction.